Manufacturer narrative:
Product event summary: the returned battery (B)(4) passed visual inspection and failed functional testing. Functional testing revealed an abnormal voltage plot regarding cell pair two (2) of the battery; despite this finding, the battery was still able to charge and provide power. Internal inspection did not reveal any anomalies. It was noted that the battery had a cycle count of 137 and that there was a time difference of 1847 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The observed degraded cell pair is an additional finding not related to the reported event. The most likely root cause of the observed degraded cell pair can be attributed to an expected degradation as a result of non-usage over time. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer as an associated device to the controller. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.